Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient is climbing the ins battery has a charge. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who had met with the patient. Information that was previously reported and documented was mentioned regarding the por and the eos messages. There was no allegation or dissatisfaction with longevity but the ins had reached eos well before 9 years of service life for the type of ins the patient had. It was noted that the patient has had two prior overdischarge events. It was reviewed that the rep would need to capture the device file so it could be verified that 3 overdischarges in all had occurred. Technical services reviewed how to do this with the rep. The rep then inquired how to obtain information so the patient could have an MRI. Technical services also reviewed how to obtain the MRI-cs report, and explained the patient can provide that report so they could get an MRI. It was also reviewed that since the ins had reached eos, stimulation would be considered off. The rep also reported that when they initially interrogated the ins, they saw a message indicating the ins was complete ly discharged but the recharger indicated that the ins charge was full. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a consumer regarding a patient who is implanted with a neurostimulator on (B)(6) 2014. It was reported that the patient experienced poor communication and they thought their implantable neurostimulator was over-discharged and they forgot the "sequence" to bring it out of the over-discharged state. It was unknown when they last charged the implantable neurostimulator. A representative noted they would reach out to the patient. Additional information was received from a health care provider and a consumer regarding the patient on (B)(6) 2019. It was reported that the implantable neurostimulator was not communicating with the patient programmer. The patient programmer was displaying a doctor¿s face and a stethoscope (call your doctor) message. The patient reported that within the last couple of months, confirmed as 2019, the implantable neurostimulator went into total discharge and he had to reboot it. The patient was able to successfully charge the implantable neurostimulator, but also saw the message with the doctor¿s face on the recharger. The same message was displaying on the patient programmer. It was determined that the message was determined to be an informational power on reset message. The patient was able to clear the informational power on reset message that they were seeing. After clearing the power on reset message, the patient was then getting and end of service message. The patient was redirected to their health care provider. There were no patient symptoms or complications reported.